Event description:
The manufacturer was informed on this event through the device tracking department. Based on the information reported on the patient implant form, a carbomedics top hat aortic heart valve s5-021 was implanted on (B)(6) 2010 and explanted on (B)(6) 2022. No further information is presently available. The manufacturer has not received any allegation of a device malfunction nor of serious injury from the site regarding this event.